Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in ¿forehead and cheek¿ with juvederm vista volite. One day after, the patent experienced ¿redness due to embolism¿ on the left side of the forehead. The patient was treated with linderon vg. Approximately one month later, the patient visited another clinic requesting dermapen and was told about the redness and three days later was treated with rinderon vg. Symptoms are ongoing.